Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The other armada balloon dilatation catheter referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified, lesion in the left superficial femoral artery. The 7.0mmx80mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion. During the first inflation, to 8 atmospheres, the balloon ruptured. A 7.0mmx60mmx135cm armada 35 bdc was advanced to the target lesion and the balloon ruptured at 8 atmospheres, during the first inflation. Another armada balloon was used to complete the procedure without further issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.